Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 407 mg/dl. Customer reported before they ate, blood glucose was 300 mg/dl something, customer didn't ate that much now it was 407 mg/dl, this was happening in the afternoon. Customer ate tiny little bit of egg and bacon other than that ate nothing. Customer changed the site. Customer boluse before my meal 5.2 units active insulin. It was unknown that if the insulin pump was in auto mode at the time of the incident. Customer forgot they were sick and took steroid for their lungs. Customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.